Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. In the letter the dentist states the patient was evaluated and it was determined they have active gum recession which is a contraindication to aligner treatment. This is a good reason to stop orthodontics.